Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30794784l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 66-year-old male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Ablation was started in the left atrium (la) and a decrease in blood pressure was confirmed when about 7 points were burned. Cardiac tamponade was confirmed by echography, and drainage was performed. The blood pressure was stable after drainage. This occurred about 1 hour after the start of the procedure. Physician's opinion on the relationship between the event and the product was that there was no problem with the product. There was no abnormalities observed prior to or during use of the product. Additional information was received. The patient outcome of the adverse event was improved. Prior to noting the cardiac tamponade ablation was performed. No evidence of steam pop during the procedure. No error message observed during the procedure. Force visualization features used were real time graph, dashboard, vector & visitag with tag index. This adverse event was discovered during use of biosense webster products. The event occurred during the ablation phase. No error message observed during the procedure.